Event description:
It was reported that the cannula coming through shield with a bd ultra-fine¿ 30g x 13mm 1ml. The following information was provided by the initial reporter, translated from spanish to english: from 1 ml, one unit, lot: 6076775 and reference (B)(4). Defect of the cannula through shield, puncture may occur to personnel.

Manufacturer narrative:
Investigation: customer returned (1) loose 1ml, 0.5 inch bd insulin syringe. Consumer reported defect of the cannula through shield, puncture may occur to personnel. The returned sample was examined and exhibited a cannula piercing through cannula shield. This defect possibly occurred during the manufacturing process. A review of the device history record was completed for batch# 6076775. All inspections were performed per the applicable operations qc specifications. There were zero (0) notifications noted that did not pertain to the complaint. CAPA (B)(4) , opened 03jan2018, addressed bent cannula on the pils. CAPA (B)(4), opened 13aug2018, addresses needle through shield. The potential root cause of this issue lies at the shielding station in bd¿s assembly process.

Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the cannula coming through shield with a bd ultra-fine¿ 30g x 13mm 1ml. The following information was provided by the initial reporter, translated from spanish to english: from 1 ml, one unit, lot: 6076775 and reference 306709. Defect of the cannula through shield, puncture may occur to personnel.